Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to the patient twiddling the device and due to an infection. The patient was treated with antibiotics and the ICD system was replaced and downgraded to a implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.